Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set kinked the following information was received by the initial reporter with the following verbatim: customer informed us that the IV tubing used with the alaris pump is too flimsy and bends and kinks too easily. If the nurse has to circle the tubing around and tape it down to the patient's arm, that is when it will kink.

Event description:
No additional info.

Manufacturer narrative:
It was reported that the tubing kinked. One photo was taken by the customer which does not confirm the complaint. No additional investigation can be conducted due to no sample being received. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2420-0007 lot number 23115362 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21nov2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.